Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. There were multiple attempts at gaining a mid to high access; no ultrasound or micro-puncture was used. Procedural requirements in the IFU indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery. Arteriotomy was noted as 7 x 7.5mm, mild mid-femoral head and posterior wall calcification, no tortuosity, and a depth deployment measurement of 2 + 1. No issues were reported advancing or withdrawing the procedural sheaths. Following deployment, blushing was noted. The physician removed the guidewire, and a heavier blood flow was present. The IFU states once arterial hemostasis has been achieved, remove the guidewire. Manual pressure was applied for 10-15 minutes. The bleeding continued and an angiogram revealed side bleeding. A covered stent was deployed successfully closing the access site. The root cause of the failed hemostasis requiring a covered stent is likely due to the angle and position of the side access stick which created a less then optimal condition for the collagen to properly seat on the vessel and not able to properly seal the puncture. In the event bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis has been identified as a precaution related to the deployment of vascular closure devices in the IFU. Risk documentation has been reviewed and this is a known risk of the device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: possible side access stick in the right femoral artery. Manta closed the vessel, but there was some blushing. Guidewire was removed from the manta, and then the blushing turned into large blood flow. Manual pressure was applied 10-15 mins. Still side bleeding was confirmed by angiogram. This in return resulted in a covered stent placement. Additional information received on 10sept2021: during a tavr procedure, access was obtained in the right cfa. Right cfa vessel size measured at 7mm x 7.5mm with mild calcification in the mid femoral head and posterior wall calcification. No tortuosity was noted. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, act was 363 and 100mg of protamine was given intravenously. After protamine was given, the act was 117. No blood transfusion was needed. Patient condition is reported as stable.